Event description:
The customer stated that the architect i2000 analyzer generated error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure). Reaction vessel lot number 65740p100 was in use when this issue occurred. No impact to patient management was reported due to this issue.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.